Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly after the foot was returned to the original position in step 4, an attempt was made to remove the device, but it was unable to be removed. An angiogram confirmed a device separation occurred inside the anatomy. The device was removed via surgical cutdown. The sheath and guide tube were noted to be separated. The tavi procedure was completed using the 8f sheath. Hemostasis was achieved via a balloon. It was further reported that the separation likely occurred as the guide wire had inadvertently been advanced into the side branch of the deep femoral artery, which had placed an extra burden on the prostyle device during advancement. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide break was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the circumstance of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.